Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - just after the implantation, during the fu in the ep room, the v sensing was lower than the last measure (2mv). During the following fu, the v sensing was stable around 2 mv. The physician tried to re-position this lead, but he met some difficulties with the screw mechanism (the screw was retracted only after more than 30 rounds) and the stylet was blocked in the lead, stopping just after the distal pin. He decided to cut the lead and extract it, implanting a new lead. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected at approx. 1.5 cm distal to the is-1 connector pin. All fragments were received for analysis. The morphology of the cuttings indicates,that the fragmentation of the lead most likely originated from the explantation procedure. During the visual inspection of the returned fragments, deformations of the inner coil close to the is-1 connector pin were observed. The subsequent analysis indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. Further inspection demonstrated a deformed rv shock coil which resulted most likely from the explantation procedure. The analysis of the available lead fragments did not reveal any sign of a material or manufacturing problem.